Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 15.3cm - 15.5cm from the connector pin due to friction to the ICD can.